Manufacturer narrative:
Therapy date is (B)(6) 2022. Part number: 03.037.011, lot number: 71p8267, manufacturing site: (B)(4). Release to warehouse date: december 3, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that insert-handle hybrid had been drilled/cut at the distal tip, where the connecting screw would insert through. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with being cut off by a cylindrical drill bit. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the insert-handle hybrid is consistent with removal of a mating device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during an unknown procedure, the screwdriver tip broke off during release of the connecting screw to remove the insertion handle. The spherical hexagonal tip of the screwdriver remained in the connecting screw and could not be removed. The surgeon decided to cut off the insertion handle with a cylindrical burr to release the insertion handle from the nail. Fragments were generated from the distal threaded part of the connecting screw. There was a surgical delay of one (1) hour. The procedure was successfully completed. This report is for one (1) hybrid insertion handle. This is report 2 of 2 for (B)(4).